Event description:
Information received regarding the explanted device does not address the patient's clinical status but notes high capture thresholds of 7.0 v, 0.4 ms and >2500 ohms impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 and g3 - competitor